Manufacturer narrative:
(B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20095134, medical device expiration date: 2023-09-17, device manufacture date: 2020-08-26. Medical device lot #: 20055079, medical device expiration date: 2023-05-06, device manufacture date: 2020-04-29. Medical device lot #: 20095137, medical device expiration date: 2023-09-17, device manufacture date: 2020-08-26. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: one sample was returned for investigation. It was reported that one leg will not flush. An investigation was performed. The set was primed and analyzed for defects. No defects were identified, and the failure was unable to be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review for model 20019e lot number 20095134 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was returned for investigation. It was reported that one leg will not flush. An investigation was performed. The set was primed and analyzed for defects. No defects were identified, and the failure was unable to be replicated.

Event description:
It was reported that 4 y ext w/vlv ports & 2 sld clp experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20019e, batch no: 20095134, 20055079, 20095137, unknown. No patient harm. On (B)(6) 2020 date of incidences. 4 sets of 20019e ¿ one leg will not flush.